Event description:
Decedent was found dead after spouse reported they were tossing and turning in bed and they noticed the insulin pump had been detached. The spouse did not want to distrub the decedent and placed the pump on a bedside table and did not reattach the pump. The pump was detached for over 4 hours.